Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the patient received inappropriate shocks due to oversensing. The lead was explanted. The manufacturers representative was not present during the procedure. The hospital has no further data on this event.